Manufacturer narrative:
Unresponsive button due to corrosion on keypad trace.

Event description:
The customer reported that the buttons were unresponsive, and the time on the insulin pump was not advancing. Troubleshooting was performed. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.